Event description:
It was reported that the device displayed alarm - error codes / messages 242.4030. There was no patient involvement.

Manufacturer narrative:
Omit: a1601 - device alarm system (1012) g0600101 - alarm, audible. B21 - type of investigation not yet determined. C21 - results pending completion of investigation. D16 - conclusion not yet available. Additional information: imdrf annex a code. Imdrf annex g code. Imdrf annex b code. Imdrf annex c code. Imdrf annex d code. Device available for eval? Returned to manufacturer on. Device return to manuf? Device eval by manufacturer? Remedial action required. Remedial action # manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : see manufacturer narrative.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device displayed alarm - error codes / messages 242.4030. There was no patient involvement.